Event description:
Customer reported a leak when using the coulter lh 780 hematology analyzer. The customer was running quality control (qc) and reported a blue fluid leak on the lh780 instrument. The volume of leak was 2-3 ml and was not contained within the unit. The customer was wearing lab coat and gloves. There was no contact to open or broken skin or mucous membranes. There were no reports of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and found leaking components in multiple locations. The quick disconnect (qd7) under the rocker bed was unlocked and leaking during cycling of retic module. The fse locked qd7 and resolved the leak on the retic module. There was a pinhole leak in the yellow stripe tubing off the waste accumulation chamber and cut tubing for the complete blood count (cbc) lyse restrictor line. Replacement of the tubing in each of these locations resolved the issue. Evaluation of product labeling: per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).